Manufacturer narrative:
Discarded

Event description:
It was reported that the packaging of the interpulse yankauer tip was not opening cleanly causing the material to shred, thus compromising sterility of the device. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.